Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® serum blood collection tubes had low draw. This occurred on 3 occasions during use. The following information was provided by the initial reporter: material no. 367820, batch no. 9070620. It was reported that a few tubes did not have vacuum or did not draw completely. Low or no vacuum causing qns. Have had a few tubes that have not had any vacuum or did not draw completely.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® serum blood collection tubes had low draw. This occurred on 3 occasions during use. The following information was provided by the initial reporter: material no. 367820. Batch no. 9070620. It was reported that a few tubes did not have vacuum or did not draw completely. Low or no vacuum causing qns. Have had a few tubes that have not had any vacuum or did not draw completely.